Event description:
The hosp reported the image froze during a procedure and they were unable to retrieve the image. The procedure was completed with the use of another similar device. There was no allegation of harm.